Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 763 mg/dl and a correction bolus was delivered to address bg. Customer¿s kidney infection was a suspected cause of elevated bg. Customer¿s healthcare provider also alleged the pump was not delivering insulin. Customer went to the emergency room and antibiotics were delivered. Bg lowered to 400 mg/dl. Customer was admitted to the hospital for continued treatment of the kidney infection. Antibiotics and intravenous insulin were administered. Elevated bg/kidney infection were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Customer reverted to using an alternate pump for insulin therapy. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.